Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
Reported from legal and other source. Approximately 3.14 years since initial implant, this female patient underwent revision of their left side tka due to aseptic loosening. Preop diagnosis ¿ left knee femoral loosening, osteolysis findings: grossly loose femur component, femoral osteolysis, well fixed patella and tibia. Intraoperative frozen section not consistent with infection. Patient presented to clinic with left knee pain. Work up revealed femoral loosening, c acnes grew out on one culture in broth only. Believed this was most likely a contaminant. Decision to proceed with revision tka given the patient¿s significant pain. The femoral component was found to be grossly loose and was easily removed with a tamp. There was extensive osteolysis of the posterior and distal femoral condyles laterally and medially. The tibial component was found to be well fixed. The patella was well fixed and tracked well and was not revised. The patient¿s other components were revised to a competitor¿s devices.